Event description:
Boston scientific received information that the tip of this guidewire broke off while in the patient. The physician was unable to retrieve the tip however part of the guide wire was removed and will be returned. X-ray was performed and there was no apparent harm to the patient noted following the event.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.